Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening sharp assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: red particles observed in the device.

Event description:
Healthcare professional reported "intracapsular rupture left side". Device has been explanted and replaced with a non-allergan device.

Event description:
Healthcare professional reported "intracapsular rupture left side". Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Health effect impact code: f1903. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event rupture and pain was reviewed on march 28, 2023. Visual analysis of the photographs identified: ¿ rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It cannot be determined which device is for the left or right side per the photos provided. It is not possible to determine the lot number or catalog through the photos provided. Refer to (B)(4): covid-19 quality plan - complaint handling.